Event description:
As such surgical intervention was undertaken on (B)(6) 2024

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B5- corrected the date to 05 july 2024, rather than 05 june 2024 initially reported.

Event description:
It was reported that patient had a fall and leads got migrated from their original place. Patient was programmed and unable to get effective coverage. As such surgical intervention was undertaken on (B)(6) 2024, wherein the leads were repositioned and thereby restoring effective coverage.

Manufacturer narrative:
B3-date of event is estimated.